Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing. The lead was explanted and replaced. It was noted that the lead may have been damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor was fractured. It was also noted that the distal electrode was covered (not obstructed) with blood. There was outer insulation depression and cosmetic environmental stress cracking on the overlay tubing.